Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp assembly would not open. There were no reported adverse consequences to the pt.